Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to manual insulin therapy. There was no reported adverse impact to the customers blood glucose level.